Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to address the error issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis, but the reported failure (error u-02) could not be reproduced. The iesu energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, customer reported receiving error u-02 on the erbe unit. The customer mentioned they tried changing instrument cables and power cycled the erbe prior to calling dvstat with no success. The customer swapped to a backup generator, and they continued with the procedure. The procedure was completed as planned with no reported injury.